Event description:
New information received noted that the lead was explanted on september 13th, 2024. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited high, out of range defibrillation impedance. No intervention was done. The patient was stable.